Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was informed of an unsuccessful sensor removal attempt that occurred immediately following a sensor insertion procedure. The user underwent an initial sensor insertion in the left arm; however, despite successful pairing, a stable signal could not be achieved, with signal quality remaining poor. Due to the unstable connection, the healthcare provider and territory manager elected to insert a backup sensor in the right arm during the same visit, after which an excellent signal was obtained. During the subsequent attempt to remove the sensor from the left arm, the incision was made, but the sensor could not be readily localized or removed. No immediate plans for an additional removal attempt were established at the time of reporting.